Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No black display or display anomaly noted. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly. The customer's blood glucose reading was 12 mmol/l. The customer reported that the pump display is completely black and on information can be seen. The customer stated that the pump appeared to be delivering insulin but they cannot see anything on the display. The customer was not able to use the pump. The insulin pump was returned for analysis.